Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed opening in the radius side assessed as fold flaw opening. Observed wear abrasion on the device. White particles observed in the surface of the shell. Observed stress marks on the device. Observed non penetrating nicks on the device.